Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared damage at implant. It was noted that the lead was returned with the stylet in the lead. The stylet has a slight bend on the distal end of the stylet which most likely contributed to the reason for return.

Event description:
It was reported that the lead had a "u" or slight "j" curve in the lead at the distal end with the stylet removed. The lead was not used. No patient complications have been reported as a result of this event.